Manufacturer narrative:
The field complaint of diagnostics anomaly and rf telemetry issue were confirmed. Final analysis found the device was received with elective replacement indicator - eri and end of service - eos triggered and rf telemetry disabled. The pulse generator exhibited a false elective replacement indicator alert with a date stamp prior to implant which is consistent with that occurring as a result of exposure to electrocautery. User manual says that electrocautery can cause inhibited device operations which can trigger artificial alerts. Reloading the firmware code to clear the eos flag, the device was set to its nominal settings and tested. Analysis found that the device exhibited normal device characteristics and rf telemetry was functional.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an increase in capture thresholds and a decrease in sensing. The lead was capped and replaced on (B)(6) 2018. During the lead revision procedure after suspected electrocautery interaction, the pulse generator exhibited loss of telemetry and a diagnostics anomaly, the device showed end of service. The physician elected to explant and replace the device. The patient was in stable condition.